Event description:
It was reported that the balloon became entrapped on the guidewire. The target lesion was located in the anterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter and a 182cm v-14 control wire were selected for use. The balloon was advanced for dilation. However, it was noted that the balloon got stuck when advancing into the guidewire. So physician decided to remove the balloon and the guidewire, but the guidewire gets trapped inside the balloon and the balloon was completely damaged when attempting to separate. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : the sterling sl was returned to boston scientific for analysis and inspected for any damage or irregularities. Visual analysis of the sterling showed multiple kinks and buckling 3.3 cm to 10.6 cm from the hub. Stretching was measured 21.5 cm to 24.0 cm and 37.0 cm to 39.0 cm from the hub. The strain relief could not be removed due to the buckling. The complaint was confirmed. Because there was no evidence of any product quality deficiencies, it was considered likely that the fracture, kinks, stretching and buckling were attributable to handling issues.

Event description:
It was reported that the balloon became entrapped on the guidewire. The target lesion was located in the anterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter and a 182cm v-14 control wire were selected for use. The balloon was advanced for dilation. However, it was noted that the balloon got stuck when advancing into the guidewire. So physician decided to remove the balloon and the guidewire, but the guidewire gets trapped inside the balloon and the balloon was completely damaged when attempting to separate. The procedure was completed with another of same device. There were no patient complications reported.